Manufacturer narrative:
(B)(4). Batch # r94a33. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. In addition there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgical procedure, the surgeon used a harmonic hd1000i device and the inactive part of the jaws, the inactive clip was damaged, and the white part detached from the clip. There were no consequences to the patient. The procedure was successfully finalized.